Event description:
"It has been alleged that nurse employed by the hospital was injured in 2005 while in the operating room where a hip revision surgery was being carried out. She alleges that the "surgical pan" (being understood to be a surgical instruments tray) she was lifting was beyond the prescribed and acceptable weight limit, thus causing her serious injury".

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.